Manufacturer narrative:
Medical records reviewed. On (B)(6) 2015, this patient stated that he was having abdominal pain post cycler and that when he had his final fill he felt better but was hurting later. Patient¿s bowels and exit site were normal. Patient stated that he had some nausea that is intermittent, and a fever of 99.1. Later that day, the patient presented to the peritoneal dialysis clinic with a cloudy effluent bag. The patient was instilled with 1000ml of 1.5% solution with 2 grams of vancomycin and 1 gram fortaz. Patient was sent home with a prescription for intraperitoneal fortaz and continued to be treated in an outpatient setting. The peritoneal dialysis registered nurse (pdrn) confirmed the patient last had peritonitis on (B)(6) 2015. The pdrn stated the patient was treated with antibiotics and was not hospitalized. The nurse could provide no further information at this time and had to go. Medical records do not reveal a source for the bacterial peritonitis. However, the patient stated that he ¿thinks he got it (peritonitis) because his cat is in the room during hookup.¿ patient was re-educated. Medical records state the medical device or product was not involved. No malfunction was reported. Medical records do not contain lab/diagnostic tests (including a peritoneal dialysis fluid culture) for review. There is no documentation in the medical record that states there is a causal relationship between the liberty cycler and the diagnosis of peritonitis. There is no documentation in the medical record that states there is a causal relationship between the liberty cycler set and the diagnosis of peritonitis. A follow up will be submitted upon completion of the plant's investigation.

Manufacturer narrative:
The complaint device is unavailable for investigation as the serial number is unknown. All device history records (DHR) are reviewed and released according to ¿DHR review checklist and release procedure¿, p/n 500658; a device is not released if it does not meet requirements or is nonconforming.

Event description:
During a unrelated follow up call, the patient's peritoneal dialysis registered nurse (pdrn) revealed the patient was diagnosed with peritonitis. The patient was treated with antibiotics.

Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
During a unrelated follow up call, the patient's peritoneal dialysis registered nurse (pdrn) revealed the patient was diagnosed with peritonitis on (B)(6) 2016. The patient was treated with antibiotics (type and dosage not provided). No additional information was provided